Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 error 210.5020 in the log account name: (B)(6) hospitals & clinics account #: (B)(4) asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: matt had error 210.5020 in the error log lvp8100 sn (B)(4) he would like to know what to do failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I advised matt to run a test on the pump. If he can replicate the error, he will re-flash software on the pump. If he can not duplicate the error, matt will make sure the pump pass keypad test and complete pm/test on the pump. He will put the unit back in circulation.